Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have telemetry. It was further reported by the patient that they can no longer see the device under their skin. The icm remains in use. No patient complications have been reported as a result of this event.